Event description:
During a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the customer wanted a call back since they were facing a non-recoverable fault. The tse could reach out to the surgeon and the surgeon stated that they got a non-recoverable error 86. Prior to the call to the csr, the customer had restarted the system 3 times without success. The tse reviewed the logs and could confirm the error 86 was pointing to a power distribution issue. The tse guided the surgeon to do a hard power cycle, including the vision side cart (vsc) circuit breaker, but the issue kept coming back. The tse informed the surgeon about the root cause for this issue, which was a faulty power board in the core of the vsc. Furthermore, that the system was not usable anymore. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the customer confirmed that the system was checked before use. The customer reported that the da vinci procedure was converted due to the non-recoverable malfunction and the complete failure of the system. The customer reported that the operation was completed by open surgery. The operation was delayed around 1 hour. The customer reported that the patient suffered no impact other than the open surgical approach. The enclosed surgery time was from 8:34 am to 12:58 pm with a total operation time of 4 hours 24 minutes.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly for error 86. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly was analyzed, and the reported failure was replicated. The unit was installed into the test system, and it failed with error 86 due to 10 power cycles. It was found that the isi core power distribution (ipd) board was the cause of the issue. The ipd would be replaced to correct the issue. The complaint regarding error 86 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). Investigation revealed the following possible related system errors: 86/power distribution board fault - analog to digital converter voltage out-of-range on channel 9, 12v. This failure was attributed to a component failure. This is considered a reportable event due to the following conclusion: the customer converted to open after the start of the procedure due to non-recoverable error 86.